Event description:
During remote follow-up, post-paced t-wave oversensing (pptwos) and far r oversensing resulting in inappropriate automatic mode switch (ams) were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and experienced no adverse consequences. Further information was requested but not yet available.